Manufacturer narrative:
A4 - weight: 5.74 kg. A5 - ethnicity: non-hispanic/other race h3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that device did not allow the 8fr suction catheter to pass smoothly without some resistance. While the device was in use on a patient, the tube had already been inserted, and the issue was not noticed until after placement when suction was initiated to clear secretions. The suction catheter could not be inserted properly. There was patient involvement/ no adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 13-feb-2026. D4 - lot # and h4 - device MFR date: additional information. H6. Codes: updated. Device evaluation: received two custom tracheostomies with their accessories, IFU, tray, and unitary carton. Both devices were visually inspected and did not reveal any defects of the two devices. Looking through the connector, a small portion of the shaft was visible. This is due to the custom devices using extruded shafts that are d-shaped to contain the embedded lumen. Part of the process is to bevel the ID so that d portion of the shaft transitions with the connector while not removing too much material so that the wall is compromised and creates a leak. Evidence of this step was visible on the devices. Manufacturing tolerances of the extruded shaft create variation in the connector to shaft transition. Although there was not a perfect transition, a 6 fr portex catheter did not catch when passing through the connector and smoothly traveled through the device in its free state. The instruction for use states under that prior to insertion of the tracheostomy tube, ensure that the suction catheters to be used for tracheal toilet can be easily passed through the tube bore. The two devices were inspected against the physician's template. The selections matched the returned devices. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.